Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device not working. Ipp had inflation issues. Physician was going to remove and replace the entire device. He removed the pump and cylinders and tried to remove the reservoir. The reservoir tubing broke so he could not remove the reservoir from the left side of the patient. He implanted a new reservoir on the patients right side and replaced the pump and cylinders. The reservoir from 2011 was left in the patient. No patient complications related to device.